Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was that the "induction coil" (recharger paddle) was overheating and that when they wiggled the recharger cord, the number would go from 0 to 100. Agent understood that the pt was referring to the number on the trying to recharge screen in passive recharge mode when trying to recharge the implantable neurostimulator (ins). Pt said that also the recharger relay box and recharger cord close to the recharger paddle were getting warm. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Due to the patient having multiple implants, it was unknown which implant was being used. Brand name intellis; product ID 97715 (serial: (B)(6)); implant date: (B)(6) 2020. Brand name intells; product ID 97715 (serial: (B)(6)); implant date: (B)(6) 2019. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial#: (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type: recharger. Analysis of the recharger, model 97755, s/n (B)(6) found recharge antenna failure - no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.